Event description:
It was reported that the pump touch screen was dark and would not turn on. The customers blood glucose level was 556 mg/dl. Customer administered a manual correction injection to address bg. The customer reverted to an alternate method insulin therapy.